Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the ventricular assist device (vad), they attempted to extubate the patient, but the patient was unable to wean off the ventilator. The patient required a re-intubation and was extubated approximately nine days later. The vad remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that two days post implant of the ventricular assist device (vad), they attempted to extubate the patient, but the patient was unable to wean off the ventilator. The patient required a re-intubation and was extubated approximately nine days later. It was further reported the physician has indicated that the respiratory failure was not related to the vad. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician has indicated that the respiratory failure was not related to the vad.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received on the relatedness of the event to the ventricular assist device (vad). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately six days later, the patient had right heart failure (rhf). It was reported that the patient required hemodialysis (hd) for fluid removal due to exacerbation of rhf. Patient was put on inotropes and diuretics and was unable to extubated due to hypervolemia and inability to remove fluids. Patient continued to require nitric oxide, inotropes, and intermittent hd. Patient was consequently taken off inotropes but required to have inotropes be reinstated as well as nitric due to worsening clinical status. Finally, inotropes and nitric oxide were discontinued. The patient also experienced acute kidney injury and received intermittent hd. The patient was unable to tolerate hd due to hypotension. Continuous venvenous hemofiltration (cvvh) was initiated.

Manufacturer narrative:
This supplemental MDR report is being submitted for additional information. Additional information: -b5 desc evt problem: additional information of signs and symptoms and intervention of the patient -h6 patient codes (ime/annex e): updated to include codes e0304, e0611 and e0742 -h6 imf (annex f) health impact: updated to include code f2303 -h10 addt manufacturer for MDR: updated to include the updated product event summary product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that two days post implant of the ventricular assist device (vad), they attempted to extubate the patient, but the patient was unable to wean off the ventilator. The patient required a re-intubation and was extubated approximately nine days later. It was further reported the physician has indicated that the respiratory failure was not related to the vad. It was further reported that approximately six days later, the patient had right heart failure (rhf). It was reported that the patient required hemodialysis (hd) for fluid removal due to exacerbation of rhf. Patient was put on inotropes and diuretics and was unable to extubated due to hypervolemia and inability to remove fluids. Patient continued to require nitric oxide, inotropes, and intermittent hd. Patient was consequently taken off inotropes but required to have inotropes be reinstated as well as nitric due to worsening clinical status. Finally, inotropes and nitric oxide were discontinued. The patient also experienced acute kidney injury and received intermittent hd. The patient was unable to tolerate hd due to hypotension. Continuous venovenous hemofiltration (cvvh) was initiated. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, right ventricular failure, and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.